Manufacturer narrative:
Batch review performed on 19 february 2018: lot 1652474: (B)(4) items manufactured and released on 29 september 2016. No anomalies found related to the issue. First event with items of this lot. Visual inspection performed by r&d product manager on 23 february 2018: the piece and the picture received were analyzed. The part broke in two parts in the half of the blade, in the ray of the bending. The broken surface was omogeneus, indicating a clean cut of the blade. The breakage could be related to a high force applied to the blade, but it is not possible to determine with certainty the root cause of the event. This type of event will be monitored.

Event description:
During surgery, the blade broke. The surgeon used a secondary blade to complete the surgery. No fragments fell into the patient. There was a 2 minute delay in surgery. The surgery was completed successfully.